Event description:
It was reported that the patient received an inappropriate shock due to p-wave oversensing on the ventricular channel. Low sensing was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.